Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, the matter removed from the patient's airway will be sent to pathology for examination. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Two days following the procedure, the patient developed pneumonia and the patient began outpatient oral antibiotics. However, after failing with the oral antibiotics, the patient was hospitalized and treated with IV antibiotics. On (B)(6) 2013, a second bronchoscopy was performed due to the patient's worsening symptoms. During the procedure, the physician removed matter from the patient's airway. In the physician's assessment, the matter was necrotic tissue. The patient was hospitalized for five days. The patient's pneumonia resolved and the patient is currently "doing very well now and is at home."

Manufacturer narrative:
Histological testing results: a visual examination of the provided sample found it to be irregularly shaped white to light tan soft tissue containing multiple branches and measuring a total of 36 mm in length. The general shape and organization of the branches resembled the luminal space of small diameter bronchi or bronchioles. A histological evaluation found characteristics to be similar among five blocks. The tissue was composed mostly of mucin. The mucin was a mixture of neutral and acidic mucin, but neutral mucin was a larger component(approximately 75-80%). Admixed with the mucin was a scant to moderate amount of polymerized fibrin. Inflammatory cells were common throughout the tissue. The inflammatory cells were composed mostly of segmented neutrophils and degenerate neutrophils with lesser numbers of macrophages. Free erythrocytes as well as degenerate, fragmented erythrocytes were present throughout the tissue. Within a single block, low numbers of hemosiderin-laden macrophages as well as free hemosiderin were present. One edge of the tissue within multiple blocks contained very low numbers of nonciliated epithelial cells. The epithelial cells did not exhibit histological characteristics of degeneration or necrosis. No organisms were present within the tissue. The histological diagnosis was a mucous plug, hemorrhage, and mild to moderate purulent inflammation. The gross and histological characteristics of this tissue are consistent with an intraluminal plug of extracellular mucous secretory products admixed with low amounts of fibrin. The largest component of the plug was a mixture of acidic and neutral mucins. The presence of a low amount of fibrin in the plug likely aided in the solidification of the plug and could be the result of hemorrhage, which is supported by free erythrocytes, fragments of erythrocytes, and hemosiderin; inflammation, which is supported by the common occurrence of neutrophils; or a combination of the two. The very low numbers of epithelial cells present could have been from normal denudement or from excoriation secondary to the bronchoscopic procedures. There is no evidence for a necrotizing event of the bronchial mucosa, and the plug cannot be interpreted as a mass of necrotic tissue. The inflammatory cells present in the sample could be related to a reaction of previous bronchoscopic procedures, preexisting morbidities, or secondary to hemorrhage. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The pathology results did not reveal any necrosis but did confirm a mucous plug. Pneumonia is listed in the dfu as a potential adverse event that may occur. The most probably root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Two days following the procedure, the patient developed pneumonia and the patient began outpatient oral antibiotics. However, after failing with the oral antibiotics, the patient was hospitalized and treated with IV antibiotics. On (B)(6) 2013, a second bronchoscopy was performed due to the patient's worsening symptoms. During the procedure, the physician removed matter from the patient's airway. In the physician's assessment, the matter was necrotic tissue. The patient was hospitalized for five days. The patient's pneumonia resolved and the patient is currently "doing very well now and is at home."